Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed "no input detected" when attempting to restart the system following the issue reported in MDR 1723170-2017-03223. It was reported that the system completed the startup process but was unresponsive to prompts by the user. It was reported that a hard shut down did not restore functionality. The fan on the unit was cycling and when the computer was connected to the wall power cable, the navigation system fan was cycling. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.